Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient experienced a skin irritation. The patient reported a skin irritation under her breasts and on her back. The area was described as itchy and red. The patient reported that this initial skin irritation had healed after removing the device. She had not received any medical intervention. During a follow up the patient the patient reported that after putting the lifevest back on she developed itchy welts around her torso. She reported using alcohol, lotion and a triple antibiotic ointment. The patient spoke to her doctor who advised her to periodically remove the lifevest to address the irritation. The final medical outcome of the irritation is unknown. There were no allegations of a device malfunction contributing to the irritation.